Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the left lower extremity. A 12.0 x 80, 135cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon burst and detached into two parts. Half remained inside the patient and surgery was performed to take the fragments out. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified a that the balloon material had torn circumferentially completely at three locations. The first circumferential tear is located approximately 10mm proximal of the tip. This tear extends longitudinally for approximately 50mm to the second circumferential tear approximately at the middle of the balloon which extends longitudinally for approximately 45mm to the third circumferential tear. Approximately 5mm of balloon material remained attached to the shaft of the device. A visual and tactile examination identified that the shaft was completely broken at two locations. The first break was located approximately 1240mm distal of the strain relief. The second break was located at the tip of the device. The detached section of shaft which also has both markerbands attached was not returned for analysis. The markerbands of the device were not returned for analysis. A visual and microscopic examination identified that the tip of the returned device was severely damaged. This type of damage is consistent with excessive force being applied as the user attempts to cross a lesion with the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the left lower extremity. A 12.0 x 80, 135cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon burst and detached into two parts. Half remained inside the patient and surgery was performed to take the fragments out. No patient complications were reported and the patient status was stable.